Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation in a pinhole form when inflated at 4atm for 5 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with another a different device. No complications reported and patient was in good condition post procedure.